Event description:
Infusion center staff reported that after spiking the bag for an antibiotic infusion, the cadd pump began alarming "air-in-bag". Staff reported that the new bd bags are stiff and when primed, air bubbles form which causes air in the tubing line. This then causes the cadd pump to alarm and fail to dispense the dose of antibiotic.